Manufacturer narrative:
A united states customer reported observation of elevated atellica im high-sensitivity troponin I (tnih) results for several patients which were discordant relative to repeat testing. The result for the mid-level quality control (qc) sample was noted to be below its expected range. The customer had observed issues with bnp-assay results for several samples tested on the same instrument. The atellica im analyzer involved in the discordant observations was experiencing issues with wash functions. The lab reported that the instrument's wash bottle status was incorrectly reported (showing as empty even after replacement). Siemens service replaced the valve and optical sensor for the system's wash bottle. The problem was attributed to malfunction of the instrument wash station, which was resolved by routine service part replacement. No assay performance problems were identified. The customer is operational, and no further action is required. Note: in section h6, the codes for investigation findings and investigation conclusions have been updated.

Event description:
The customer observed elevated atellica im high-sensitivity troponin I (tnih) results for several patients which were discordant relative to repeat testing when using tnih lot 107. The customer states that multiple atellica im tnih results were questioned by the physician. For five samples tested on (B)(6) 2024, initial results were considered falsely elevated relative to repeat testing. It was noted that the result for the mid-level quality control (qc) sample was below its expected range at the time of the discordant observations. The samples were repeat-tested using a different atellica im analyzer, and much lower results were obtained. The lower results were considered consistent with patient clinical presentation, and accepted as correct. There are no allegations of any patient harm in association with the discordant elevated result.

Manufacturer narrative:
A united states customer reported observation of elevated atellica im high-sensitivity troponin I (tnih) results for several patients which were discordant relative to repeat testing. The result for the mid-level quality control (qc) sample was noted to be below its expected range. No issues were reported for other samples. The tnih instructions for use (IFU) states the following, under interpretation of results: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens is investigating.